Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3.5mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 14 atmospheres for 10 seconds. The device was removed from the patient's body without any problem and the procedure was completed with another of the same device. No patient complications were reported and patient was in good condition after the procedure.